Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Concomitant medical products: circular ablation circ loop catheter; model #: d-1322-14-si; lot #: 15955581l. (B)(4).

Event description:
During a clinical trial sponsored by biosense webster, inc., it was reported that a (B)(6) female patient underwent an ablation procedure for symptomatic atrial fibrillation with a navistar thermocool catheter and suffered hypervolemia less than 7 days post-procedure requiring medication and prolonged hospitalization. Issue resolved without sequelae. Cardiovascular medical history includes hypertension. Principal investigator assessed this event as mild in severity, serious, not device-related, and definitely index procedure-related. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.